Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body dark residue occlusion in dispensing holes, event related. Analysis found foreign material and an abrasion area on the catheter body. Analysis found damage inside the catheter connector, leaking was observed during pressure test. Analysis found a slice/cut on the catheter connector. H

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported an x-ray indicated a possible catheter fracture occurred. Rotor study was completed successfully. No patient injury occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapeutic effect. Starting in (B)(6) of 2014, the patient would experience periods of withdrawal with symptoms that would resolve after she would take oral morphine. These periods of underdose/withdrawal seemed to be happening more frequently so the physician prescribed a personal therapy manager (ptm) for the patient to use instead of oral morphine. The pump was infusing clonidine and morphine (unknown). Additional information indicated that the patient was having intermittent episodes of opioid withdrawal about 2/month. The cause of the event was unknown; however, the physician felt that the intermittent issue was related to the catheter even though the dye study was normal. The patient started on the ptm to see if it would resolve the withdrawal episodes. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a catheter break at t12. The actions required as a result of the event included replacement and reprogramming. Troubleshooting included a dye study, rotor/roller study and x-rays. The pump and catheter were explanted and replaced on (B)(6) 2015. There were no volume discrepancy of expected versus actual residual volume. The patient experienced withdrawal symptoms as a result of the event. The patient's status at the time of report was alive - on injury. The patient had less than 50% therapy relief. The location of issue or symptom was the catheter track.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).